Event description:
It was reported that customer experienced cartridge alarm 30 on pump and had previous cartridge alarms with consecutive cartridges, and issue did not cause customer¿s blood glucose level to exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact health care provider, while technical support confirmed pump was in warranty, arranged shipment of replacement pump with updated software, and provided instructions for placing old pump into storage mode, returning it within required timeframe, and setting up pump settings and cgm on replacement device.